Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: coorection: block b5 (procedure name) e1 (initial reporter phone) h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra device was used in the stomach during a colonoscopy procedure performed on (B)(6) 2020. According to the complaint, during the procedure, the clip did not break away from the catheter; however, the clip eventually released after the physician pushed the catheter in and out several times to finally broke loose the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patent condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that the procedure performed was an esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra device was used in the stomach during a colonoscopy procedure performed on (B)(6) 2020. According to the complaint, during the procedure, the clip did not break away from the catheter; however, the clip eventually released after the physician pushed the catheter in and out several times to finally broke loose the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patent condition at the conclusion of the procedure was reported to be stable.